Event description:
It was reported that an mdm liner and 28 mm femoral head were removed during an irrigation and debridement for infection. They were replaced with new implants.

Manufacturer narrative:
The other device listed in this event was a delta v-40 ceramic head 28/+4, cat # 6570-0-228, lot 42872901. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the patient retained them. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a restoration adm x3 ins 28/52 was not confirmed.

Event description:
It was reported that an mdm liner and 28 mm femoral head were removed during an irrigation and debridement for infection. They were replaced with new implants.